Event description:
It was reported that subacute endophthalmitis was observed in the patient's left eye 30 days post op . Vitrectomy was performed 35 days ost op . On (B)(6) 2014, the inflammation in the ciliary body was recovering and the progress was being monitored. On (B)(6) 2014 the lens was explanted.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.